Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient on dialysis treatment, the machine signalized and found an air embolism in arterial system. The machine was stopped, treatment was stopped and then they found a crack on extension near the red connector.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had been in place for 2.5 years and when the patient on hemodialysis treatment, the machine signalized and found an air embolism in blood arterial set system. The machine was stopped, and treatment was stopped. Air embolisminitially entered the device because of a tear or crack on extension tube near the red connector. It was also stated that only when tried to flush with the clamp closed, the fluid leaking out from the arterial extension could be seen. It was also mentioned that the device had material fatigue as it had been used regularly 3 times per week since the device was inserted. No abnormalities seen in the material before the event. The clamps were moved regularly. Octenisept was the cleaning agent used on the device and only octenisept was typically used to clean the adapters. No ointments were used. No excessive force applied to the device. No other products used with the device. No instrument used to loosen or tighten the device. Tego was not used. The product was repaired with a repairkit by changing the extension immediately on the same day. Removal and exchange was scheduled for 2-3 weeks later. The patient had no symptoms of air embolism. Computed tomography of chest/skull to rule out air embolism was the intervention/treatment. Blood transfusion was not required.

Manufacturer narrative:
Additional information: b2, b5, b6, d6a, d6b, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had been in place for 2.5 years and when the patient on dialysis treatment, the machine signalized and found an air embolism in arterial system. The machine was stopped, and treatment was stopped. Crack on extension near the red connector was found. The clamps were moved regularly. Octenisept was the cleaning agent used on the device and only octenisept was typically used to clean the adapters. No ointments were used. No excessive force applied to the device. No other products used with the device. No instrument used to loosen or tighten the device. Tego was not used. The patient had no symptoms of air embolism. Computed tomography of chest/skull to rule out air embolism was the intervention/treatment. Blood transfusion was not required.